Manufacturer narrative:
Investigation conclusion: the customer¿s complaint the bottle side pressure sensor was "high" was not definitively confirmed or replicated during testing. A review of the pump module error log revealed one 240.4150.0 sensor broken high failure error log entry recorded approximately a year ago. Results from a functional test confirmed the pump module upper fsa pressure sensor operating as intended. Pressure sensor malfunction test method results identified both upper bottle and patient side pressure sensors in specification. The device had no patient involvement. Root cause analysis: the root cause of the customer¿s complaint that the bottle side pressure sensor is "high" was not determined. Pump module pressure sensors are operating as intended and in specification. Device history review: review of the pump module service history record showed the device had a manufacture date of 05aug2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 01oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the bottle side pressure sensor is "high". No additional information was provided.